Event description:
Patient came to radiology from emergency room complaining of chest pain, found portion of PICC had migrated to pulmonary artery. Line was removed. Pt retained all parts. PICC line was inserted in 2004. Placement confirmed the following day.